Manufacturer narrative:
Date of report: 03jul2019. Date received by manufacturer: 20jun2019. The field service engineer replaced the touchscreen. The unit passed touchscreen calibration, electrical safety, and control test. The unit is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 30aug2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The customer contacted tech support, who dispatched a field service engineer. They advised to replace the touch screen after recalibrating the machine without touch screen performance improvement. The unit is awaiting repairs as the touch screen. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 unit's touch screen malfunctioned. The unit was in clinical use at the time of the malfunction, but no patent or user was harmed.